Event description:
It was reported that while trying to flush a line through a microclave port on a syringe pump, a spectrum infusion pump began to alarm and there was slight blood backup into the trifuse extension set.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If a device is identified and returned, an eval will be completed and a supplemental report will be submitted.